Event description:
Information received notes that post implant, <200 ohms impedance was noted. The pocket was reopened and the device disconnected from the lead. 280 ohms impedance was measured via an analyzer. After reconnecting to the lead, there was no capture, so the lead was replaced. When the device was connected to the new lead, there was still no capture. The patient became "extremely dependant." Adequate pacing ensued with a new generator and lead.